Manufacturer narrative:
On (B)(6) 2018, it was reported to mentor that the a 62 year old caucasian female patient who underwent breast augmentation revision with mentor gel implants in 2005 reported that in august 2017, the right breast began to look different than the left breast. She also reported that when she flexes her right arm, the implant appears smaller and the area around the breast tightens. This may be due to n animation deformity. She also reported pain and tightness that comes and goes. On occasion, the patient experiences bilateral internal itching of the breasts. No date of explantation or revision was reported and the devices remain implanted. No product malfunction, such as rupture, was reported. Should more information become available, this case will be re-assessed and notes will be updated. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: gel mentor memorygel breast implant 300cc, catalog number: 3507300bc, serial number: (B)(4), lot number: 5563446. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a gel mentor memorygel breast implant 300cc and experienced capsular contracture on the right breast implant. The patient noticed capsular contracture. On occasion, the patient has internal itching bilaterally on the breast implants. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.

Manufacturer narrative:
On 10/23/18, it was reported to mentor that the device history record (DHR) of lot number 5557339 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).